Event description:
It was reported that the patient was having underdose symptoms of increased issues with pain. A revision was performed and it was noted that the connector piece to the pump was broken/cracked. It was also noted that there was fluid in the pocket. A partial catheter explant was noted and a new connector piece was used to correct the broken connector piece. No diagnostic testing was required. The location of the issue was reported as the device pocket. The patient status at the time of the report was noted as alive-no injury. The pump system was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10901r29, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: catheter. (B)(4).